Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy drain. The patient experienced cloudy drain 25 days prior to the peritonitis diagnosis and abdominal pain 19 days prior to diagnosis. The patient was treated with cefazolin and ceftazidime for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. The cause and hospitalization were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was recovered from peritonitis at the time of death. Eleven days after the event onset, the patient was shifted to temporarily on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.